Event description:
"Faulty patch system" . Additional information indicated at time of pcd replacement blood stains were noted in leads, elected to replace.

Manufacturer narrative:
Evaluation summary: transistor - shorting, low resistance. The device was returned after the device delivered vf energy into a faulty patch (lead) system. This is inconsistent with the physician's reason for replacement which was normal end-of-life.